Event description:
I used renu with moistureloc contact lens saline solution from 3/29/06 to 4/4/06. I was admitted into the hospital e.r. & diagnosed with keratitis. I've gone through rigorous antibiotic treatment, but was left with a permanent corneal scar. My vision has been impaired and may require surgery.